Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: during investigation, the pump powered up with normal auditory and vibratory alarms. The pump cover was removed to find no intermittent conditions to the vibration circuit. The reported vibration issue was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged that the pump was constantly vibrating and none of keypad buttons or contrast button were responsive. It was stuck on the verify screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.